Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 634 mg/dl. It was unknown how the customer treated for their high blood glucose. Customer stated that insulin pump does not deliver insulin and does not alarm of no delivery. It was unknown that customer was using auto mode feature active at the time of event. Customer stated that there was crack on reservoir area and diminished battery life less than a week. The insulin pump will not be returned for analysis.